Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the doors were misconfigured, and the doors had been opening to wrong space. The field service engineer (fse) replaced the auxiliary cables and latches; however, doors 5¿8 were still not functioning. Multiple latches and additional door boards were tried, but the issue could not be resolved. All components on the tower were replaced except cable. The issue was isolated to the door board. All latches were tested and found to be functioning properly; however, when retested with the door board, the issue persisted. The bottom board was subsequently replaced to resolve the issue. The doors were tested in diagnostics with no failures observed. The customer was then able to recover the doors and operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, all doors configuration was wrong, when nurses tried to pull medication, each door opened wrongly for each medication. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.